Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with a 450cc mentor memorygel breast implant on the right breast, was diagnosed with possible right breast implant rupture and right breast capsular contracture (baker grade iii), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor received additional information indicating that the patient was also diagnosed with bilateral breast asymmetry. In addition, upon removal of the implants, both the right and left were identified to be intact. The right breast capsule was identified to be 1 to 2 baker grade during the revision surgery. Both implants were removed and then replaced with the following devices: (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9619698 sn: (B)(6) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9620111 sn: (B)(6) this medwatch form is for the right breast prosthesis. The left breast asymmetry will be reported under mrn: 1645337-2021-13484 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2021, mentor received additional information indicating that the patient had undergone implant removal surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4).